Event description:
It was reported that surgeon performed a hardware removal on the patient's right foot due to broken plate and screw. Patient is diabetic and neuropathic - could not feel foot since surgery and continued to walk on foot and plate and screw broke.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event that fisox screw had a breakage after surgery could be confirmed since we received a picture of explanted broken device. Based on investigation, the root cause of the determined breakage was attributed to a patient related issue. The fisox screw breakage was caused by overloading. It has been reported that ¿patient is diabetic and neuropathic - could not feel foot since surgery and continued to walk on foot and plate and screw broke.¿ please note that literature reads: "precautions for use - the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. - it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation."[original statement] "contraindications - acute or chronic infections, local or systemic. - surgical procedures others than those mentioned in the indications section. - do not use on patients allergic to the components of the product or on patients who have known allergies. - the association of this implant with implants of a different origin is not allowed."[original statement] "factors capable of compromising implantation success. - bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. - senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. - excess weight, intense professional or physical activity that exposes the implant to excessive or repeated loads."[original statement] therefore, this case is classified as patient related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that surgeon performed a hardware removal on the patient's right foot due to broken plate and screw. Patient is diabetic and neuropathic - could not feel foot since surgery and continued to walk on foot and plate and screw broke.